Event description:
It was reported while transporting the patient connected to the epg (external pulse generator) the emergency button was accidently depressed causing device to go to emergency pacing parameters and pace asynchronously. Device delivered output pulse into vulnerable period, the patient went into fibrillation and had to be defibrillated. No patient complications were reported as a result of this event. It is noted the account would like to take precautions from this happening again and would like to obtain protective covers for their devices. Biomed was given the product number to order the clear covers. It is also noted the device operated properly upon pressing the emergency button.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.